Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces. No button error alarm was noted. The pump was tested with another keypad in the electronic assembly. The pump functioned properly with no frozen screen or display anomaly noted. The pump was received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error alarm, frozen screen and display anomaly from the insulin pump. The customer's blood glucose reading was 221 mg/dl. The customer stated that he pressed the escape button and the status screen and keypad was unresponsive. The customer stated that the status screen was frozen. The customer received a button error alarm. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.